Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 3.5mmx20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft fractured inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by MFR: fg emerge otw, us 1.50mm x 15mm was returned for analysis. A visual and tactile inspection identified no issues were noted along the shaft of the device. A visual, tactile and microscopic inspection identified a kink was about 2.5cm from the bumper tip of the device. A microscopic inspection identified there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 3.5mmx20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft fractured inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable following the procedure.